Manufacturer narrative:
Investigation summary: it was reported the customer is meeting resistance when using these flushes. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with no packaging flow wrap. Both show the syringe barrel label confirming the lot number. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.

Event description:
It was reported bd posiflush¿ IV flush normal saline filled syringe 10ml had difficult plunger movement. The following information was provided by the initial reporter: "we are noticing that we are meeting resistance when using these flushes, making us think that the line is kinked or that the IV is bad. It's very hard to force the flush, even when we disconnect it to just flush in the sink."